Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black specs coming out of the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found an unknown dust contaminant on the iso port of the side panel, inside the filter inlet, on the top enclosure, pca, and blower housing. Evidence of liquid ingress was present on the blower and blower box. The blower seal appeared to have an unknown sticky residue on it. The investigation of the humidifier was performed, and pil observed an unknown dust contaminant on the dry box, dry box seal, top enclosure, side panel, bottom enclosure, heater plate, and heater plate spring. A hair-like particle was observed on the bottom enclosure. The manufacturer found evidence of sound abatement foam degradation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes the device has an unknown dust contaminant on the iso port of the side panel, inside the filter inlet, on the top enclosure, pca, and blower housing. Evidence of liquid ingress was present on the blower and blower box. The blower seal appeared to have an unknown sticky residue on it. The investigation of the humidifier was performed, and pil observed an unknown dust contaminant on the dry box, dry box seal, top enclosure, side panel, bottom enclosure, heater plate, and heater plate spring. A hair-like particle was observed on the bottom enclosure. Evidence of sound abatement foam degradation was found.